Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 23119283 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: "at approximately 0800, noticed that the medication, versed, was dripping too fast inside the drip chamber. Upon closer inspection, discovered that the medication was leaking from the pump segment of the tubing (segment immediately above the safety clamp, where it's fed into the pump)." Alaris pump infusion set bd model number: 2426-0007 lot or batch number: (10)23119283 expiration date: 11/23/26.